Event description:
It was reported the intraocular lens was removed and replaced due to the improper power initially implanted. No patient complications occurred, and patient's visual acuity is good.

Manufacturer narrative:
The intraocular lens was received is currently being analyzed. Lens met all specifications prior to release.

Manufacturer narrative:
Inspection of the intraocular lens (iol) at the manufacturing site confirmed the diopter of the returned lens was correct as labeled. While we were unable to determine the cause of this event, our investigation reasonably suggests it is not manufacturing related.

Event description:
As reported by clinical nurse specialist at the hospital in foreign country, the patient had an indwelling PICC when doppler ultrasound confirmed that a thrombosis was present. The patient was treated with an IV anticoagulant, and was then converted to oral warfarin. It was indicated that normal practice is to continue with oral anticoagulant therapy for 6 months with associated close supervision. The device was removed from the patient and discarded by the hospital. The patient's condition was noted as "fine" at the time of the complaint filing.